Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a malfunction involving two cadd solis pumps that displayed a downstream occlusion alarm. The patient checked the clamps and tubing, stopped and restarted the pump, and also removed and replaced the batteries, but the same occlusion alarm appeared. The patient then switched to a backup pump, prepared a new cassette, and experienced the same downstream occlusion alarm using the new mix, cassette, and backup pump. A nurse clinical educator was consulted and advised that, since both pumps showed downstream occlusion alarms, the issue was most likely related to the patient¿s central line. The patient was instructed to go to the hospital immediately. The position of the pump was unknown, and no photos were provided. Details such as continuous infusion settings, flow rate, and volume delivered were not reported. The reported product fault occurred while in use with a patient. The issue did not cause or contribute to any patient injury. The actual device is available for return and investigation, but no replacement was provided because the patient was instructed to seek hospital care right away. The patient had a backup device, but it malfunctioned as well, leading to the same recommendation.

Manufacturer narrative:
E4 - initial report sent to FDA: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.